Event description:
It was reported that an unspecified bd intravascular administration set clogged during use. This issue occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: general feedback regarding ¿incessant¿ occlusion alarms with fentanyl infusions on the pca pumps using 60ml monoject syringes. The problem has been inconsistent, but when it does happen, they often have to create their own product in house to resolve the issue. More recently, they have heard similar issues with syringes and the syr module and different size monoject syringes. They stated the syringes used are on the compatibility list, but I have asked them to provide me the ref#¿s to ensure this is the case. The problem was significant about a year ago, went away, and then it has popped up again recently.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that there "occlusion alarms with fentanyl infusions on the pca pumps using 60ml monojet syringes" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that an unspecified bd intravascular administration set clogged during use. This issue occurred several times, however, no patient impact reported. The following information was provided by the initial reporter: general feedback regarding ¿incessant¿ occlusion alarms with fentanyl infusions on the pca pumps using 60ml monoject syringes. The problem has been inconsistent, but when it does happen, they often have to create their own product in house to resolve the issue. More recently, they have heard similar issues with syringes and the syr module and different size monoject syringes. They stated the syringes used are on the compatibility list, but I have asked them to provide me the ref#¿s to ensure this is the case. The problem was significant about a year ago, went away, and then it has popped up again recently.